Event description:
The customer reported that the device, trs100sb2, ancr tissue retrieval system, 10mm, 175, was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿piece of item broke off into patient.¿. Further assessment questioning found that no further information was available. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury due the possibility of a foreign body being retained in the patient.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. We will continue to monitor for trends through the complaint system to assure patient safety.